Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that no fault was found. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, (B)(4): medtronic received information regarding an imaging system being used for a unknown of a procedure. It was reported that the imaging system's umbilical cord was intermittent. The imaging system shut down in the middle of a case and the mobile view station (mvs) stayed on. The site switched over to another unit to finish the case. Unknown if there was a delay or patient impact.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that no fault was found. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 , (B)(4) : medtronic received information regarding an imaging system being used for a unknown of a procedure. It was reported that the imaging system's umbilical cord was intermittent. The imaging system shut down in the middle of a case and the mobile view station (mvs) stayed on. The site switched over to another unit to finish the case. Unknown if there was a delay or patient impact.